Event description:
It was reported by service report that the seat broke into two pieces and there were sharp edges. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Cracked seat; exposed sharp edges.